Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed under intravenous sedation. During the procedure, a template grid was used to place the device. After the procedure, imaging was performed and showed the hydrogel was misplaced in the prostate. The day after the procedure, the patient's condition was checked, and it was noted the patient had mild bleeding in their stool. The patient's current condition was reported as stable.

Manufacturer narrative:
Block h6: imdrf device code: a1502 captures the reportable event gel misplaced non-vascular.